Event description:
Caller states patient tested 7.6 inr on the coaguchek xs system while a comparison lab returned as 12 inr. Patient's coumadin dose was held for 3 days based on the meter result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).